Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02641 and 1627487-2012-02642. It was reported one of the pt's leads had migrated. The physician explanted and replaced the lead. It was also reported the physician electively replaced the pt's ipg since it had been implanted for 6 years. Both of the pt's leads are being reported as it is undetermined which lead had migrated.